Event description:
This senior medical surveillance specialist reviewed info the pt/layperson gave to a customer care advocate, cca, in 2009. The pt questioned the plus and minus symbol on the display that occurred beginning four days prior at 6 a.m. The meter was prompting the user to insert new batteries. The pt, whose diabetes is controlled with exercise only, tests in the morning only twice a month and was also using test strips that expired in 2007. He was unable to call lifescan earlier because his phone was out of order. When asked by the cca whether he had diabetic symptoms due to the perceived issue, the pt stated that he had started sweating. This reportedly took place while he was exercising at the local senior center. The pt ate a mint to relieve the specific symptom but required no intervention by another person. Because the pt experienced a symptom that meets the criteria for serious injury after the perceived issue began, the complaint is reported. The issue was resolved since the pt had never replaced to battery. The cca replaced the meter and teststrips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.